Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc8416500. Model: sc-8416-50. Serial: (B)(6). Batch: (B)(6).

Event description:
It was reported that the patient was experiencing inadequate stimulation. The physician was supposed to replace the implantable pulse generator (ipg); however, while removing the ipg from the pocket, it was discovered that the paddle lead was fractured. The ipg was removed, and the lead remains implanted. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility and will not be returned.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The physician was supposed to replace the implantable pulse generator (ipg); however, while removing the ipg from the pocket, it was discovered that the paddle lead was fractured. The ipg was removed, and the lead remains implanted. The patient was doing well postoperatively and the explanted ipg was discarded by the medical facility and will not be returned. Additional information was received that the patient underwent a revision procedure wherein the paddle lead was replaced and a new ipg was implanted. The explanted lead was not returned due to facility policy.